Manufacturer narrative:
The returned product was evaluated and found the exposed portion of the soft cannula to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached greater than 450 mg/dl after wearing the pod longer than 48 hours on the leg. Hyperglycemia treated by patient with a manual injection with an insulin pen (exact amount was not provided) and activating new pod. The site was inflamed and there was pus coming out of the site.